Event description:
Procedure type: lap sigmoid colectomy. According to the reporter, the device did not completely fire. Reportedly, the doctor had to manually take device apart to remove it from the pt. Reportedly, the staples had not formed fully and a centimeter of tissue had to be removed. The doctor then re-closed the anastomosis with another device.

Manufacturer narrative:
Initial report sent: 09/10/2007. This was originally reported as an asr, however add'l info received on 08/29/2007 changed this into a serious injury reportable event.